Event description:
It was reported that a home patient (hp) had a high drain 104 alarm which occurred on a homechoice (hc) device during use. This indicated the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp stated that they had already disconnected aseptically and they did not experience any symptoms. The technical service representative (tsr) assisted the hp to clear the alarm. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information becomes available, a follow up medwatch will be submitted.